Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.00/3.0/097 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2024. Reportedly the lens tore/broke before/during injection/delivery into the eye. There was patient contact. The lens was implanted and removed intraoperatively.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).